Manufacturer narrative:
In the medwatch, the customer reported a downstream occlusion alarm during continuous infusion therapy of a life-sustaining medication. We pulled the complaint device from the cme america loaner pool and reviewed the event log. The oldest event in the log is from january 2015. The device uses a first in, first out, system for data capture and as such the events during the (B)(6) 2014 occurrence date are no longer available. The device was recalibrated and adjusted since the complaint occurrence date, therefore we are unable to evaluate the device in the same state as when the incident occurred. The pump was tested using op-12 as a guide. The device passes all testing today. There were no issues found with the pressure sensing system. We were able to trigger down occlusion alerts with normal backpressure. We are unable to test the pump in its original configuration and no event history is available due to the time lapse in receiving the complaint. However, given that cme america did not find any issues with the pump during the service under (B)(4) and with the pump passing all testing today, we are concluding the device operated within specification during the (B)(6) 2014 incident. Cme america believes the user experienced an actual down occlusion event at the time and the pump responded properly. The IFU for bodyguard 121 is sm-0118hc. It was reviewed and determined to adequately address the detection and resolution of down occlusion alarms. In particular: * page 26 describes that the down occlusion alarm sensitivity can be adjusted to meet the requirements of a particular patient type or medication usage. * page 33 describes how to test down occlusion alarm functionality. * chapter 24 describes how to troubleshoot and resolve alarm events, including down occlusion. The IFU was also reviewed for adequacy in addressing off-label use of medications. Chapter 3 states "the bodyguard 121 infusion pump should not be used to infuse blood, blood products, or life-sustaining medications whose stoppage or interruption could cause serious injury or death." Furthermore it states, "if stoppage or interruption of medications or fluids would place the patient at risk of injury, back-up medication administration systems must be available to provide proper medication or fluid administration." The use by the customer of the product for off-label administration of life-sustaining medications is clearly prohibited by the IFU. Through in-house testing, cme america confirmed the device meets specification. Customer's medwatch report indicates the device was being used for treatment. The device was related to the adverse event, but only indirectly. The incident rises to a high level of severity only due to off-label use of the pump by the customer. A down occlusion alarm that occurs when administering fluids or medications in accordance with the intended use of the pump does not lead to a high risk event. The root cause of this complaint is off-label use, not following instructions for use. Cmea confirmed the device operated within specification. The incident reported by the customer only rose to a high level of severity because they used the pump for life-sustaining medications which is prohibited by the IFU. This pump and all pumps that were in the possession of this customer have been returned to cme america and are no longer in use by this customer.

Event description:
In the medwatch, (B)(4), the customer reported a downstream occlusion alarm during continuous infusion therapy of a life-sustaining medication.